Manufacturer narrative:
(B)(4). A replacement meter has been sent to customer. Due to the nature of the medical event a report is being filed. Given this pertains to a delivery problem, the meter will not be returned for an investigation. Therefore, this is the final report.

Event description:
Customer reported that due to a delivery delay of a replacement meter he did not test his blood glucose, experienced dizziness and passed out on (B)(6) 2007. He did not seek third party medical intervention and no diagnosis is documented. There was no report of death, serious injury or mistreatment associated with this event.